Manufacturer narrative:
The reported event is confirmed, cause unknown. Two extension cables were returned without original packaging. Photo samples were submitted, however, could not be evaluated for the reported failure. No damage to the cords were noted. Connections of the cord to the plug and socket were secure. As the event mentions the customer was using a non-bard monitor, the reported event could have potentially been due to user-error, however, during evaluation the temperature displayed erratically with a bard monitor; therefore, this event will be confirmed cause unknown, with potential root cause, "wrong dimensions on competitors or our own connector". The device was used for diagnostic purposes. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "bard 3.5mm to 1/4 inch extension cable. For use with bard temperature sensing products and accessories." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that temperature varied up and down during the measurement with temperature sensing catheter on the nihon kohden monitor. Per notification received from investigator on 14jul2023, it was stated that the the temperature cable was found to be out of dimensional specification during sample evaluation.

Event description:
It was reported that temperature varied up and down during the measurement with temperature sensing catheter on the nihon kohden monitor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.